Event description:
Some instrument sets used in the operating rooms are excessively heavy. When the box is unwrapped, the scrub nurse or surgical tech must lift the box onto the sterile field. This hospital has had several reports of back and shoulder injuries caused by lifting these sets. Some sets are nearly 40 pounds. The sets in question contain two trays nested in a large metal box. The trays could be boxed individually in smaller boxes and the boxes could be stacked together. We would suggest a maximum weight of around 20 pounds. More than one instrument set is involved.the depuy acromed monarch spine system set weighs 35.25 lb.the smith and nephew renasys knee system universal femoral and tibial instrument set weighs 38.1 lb